Event description:
The customer reported that erroneous total thyroxine (tt4) results were generated from an unicel dxl800 access immunoassay system for multiple patients over multiple days. This report represents the erroneous tt4 results generated from an unicel dxl800 access immunoassay system for one patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that an initial sample recovered within the normal reference range. The patient's initial actual result was not provided by the customer. Subsequently, the patient was redrawn and the duplicate repeat tt4 results were lower than expected. The two tt4 results (one diluted and one without dilution) were below the normal reference. Additionally, the customer performed a fifteen result tt4 precision test which generated a percent coefficient of variation which was slightly higher than the marketed claims for the assay. The tt4 results were not released from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Assay quality control was within the customer's established specifications during the timeframe of the event, and no error messages were posted to the instrument log. The customer indicated that no reagent share packing had occurred and confirmed that the reagent pack was intact with no noticeable abnormalities. Samples were collected in lithium heparin separator tubes. Beckman coulter inc. Assessment of customer supplied data indicated that other patient results were provided by the customer. These results were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The customer initially declined service however upon completion of an unacceptable precision test, the customer requested service. The field service engineer performed high sensitivity system check and precision runs which verified system performance. No failure was detected. The customer sent in a sample to beckman coulter inc. For testing and investigation. The results of the sample testing at beckman coulter inc. Did not confirm the patient results achieved by the customer. Although beckman coulter inc. Assessment indicated that preanalytical issues and sample condition may have contributed to the customer's results, a definitive cause has been determined for this event. Associated mdrs: 2122870-2012-00521, 2122870-2012-00578, 2122870-2012-00585.